Manufacturer narrative:
Age at time of event : over 65 years. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a left superficial artery (sfa) interventional procedure, a guide wire tip detachment occurred. The 98% stenosed lesion was located in the moderately calcified and non tortuous distal left sfa. The journey guide wire was being used with a non bsc catheter and 2cm of the guide wire tip detached inside the patient in the distal sfa. The guide wire tip was removed with a snare. The procedure was completed with another non bsc guide wire. No further patient complications were reported. The patient's status is ok.